Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that "the patient presented to the ER [emergency room] with heart failure type symptoms." The electrocardiogram was not showing p-waves. Interrogation of the device showed that there was no sensing or capture, either bipolar or unipolar, on the right atrial lead. The lead remains in use. No further patient complications were reported as a result of this event.

Event description:
It was reported that "the patient presented to the ER [emergency room] with heart failure type symptoms." The electrocardiogram was not showing p-waves. Interrogation of the device showed that there was no sensing or capture in either bipolar or unipolar configuration, on the right atrial lead. It was further noted that the right atrial lead was returned to the manufacturer. No further patient complications were reported as a result of this event.